Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event on the ilet, treated it with orange juice, and subsequently recovered; the patient was unsure of the precipitating cause. Symptoms included hypoglycemia with sweating. Outcomes included an unexpected need for medication in the form of oral glucose. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings and insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.